Manufacturer narrative:
(B)(4).

Event description:
The surgeon provided additional information that two weeks following the iol exchange a topical non-steroidal anti-inflammatory medication was introduced to the medication regimen. One week later, a topical sodium chloride hypertonicity solution was added. Nine months following the iol exchange, the pupil is irregular, there is corneal edema, temporal iris loss, and cystoid macular edema. Topical non-steroidal anti-inflammatory medication was added. One month later the macular edema and visual acuity have improved. Two months later, the patient returns reporting decreased vision as he ran out of medication one month previously. There is trace stromal edema, an iris defect, a blunted foveal reflex, and retinal pigment epithelial detachment. The patient is prescribed a steroid by mouth, a topical corticosteroid, and a topical non-steroidal anti-inflammatory. Approximately one year following the iol exchange, the patient is reporting glare, headaches, light sensitivity, tired eyes, burning, eye pain, soreness, redness, blurred visual acuity at distance, near distorted vision, flashes of light, fluctuating vision, floaters, spots, and loss of vision. The cystoid macular edema was better.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a medical doctor that the patient reports recent headaches frontal/brow area. Test data was also received.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because a valid lot number or any identification traceable to the manufacturing documentation was not provided. The product investigation could not identify a root cause. Attempts have been made to obtain additional information (B)(4).

Event description:
A consumer reported that during an intraocular lens(iol) exchange procedure, the surgeon had a hard time getting the replacement lens (unspecified model) to stay in and not try to come out of the incision line. On the following day after the iol exchange, the new iol was coming out of the incision and the surgeon placed a clear contact lens over it to try and hold the iol in place until it started to heal. This did help and the contact lens was removed the next day. The consumer reports he can no longer see well enough to drive at night or when it is raining. It is nearly impossible to see close-up without a lighted magnifying glass. His sight has limited his ability to work. Additional information was provided by the explanting surgeon that upon presentation, the iol was in two pieces in the eye. The replacement iol was the same model and power as the original iol. The outcome is unknown, as the patient returned to the original surgeon after the iol exchange. There are two medical device reports for this patient. The first report was filed under mfg report number 1119421-2017-00843. This report is for the replacement intraocular lens.